Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. The customer had reported that they were provided with additional education regarding the flush feature (primary and secondary flush set up in drug library), programming to run medication in bag first and then using flush feature, and use of secondary flush. The users were also reeducated on disconnecting, swabbing and reconnect with straight connections as well as priming education to reduce air in line occurrences. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified spectrum iq pumps alarmed frequent air in line alarms and under infused when infusing oncology medications on primary lines programmed for higher volumes than the bag of medication to infuse (100ml bag however, the pump is programmed to deliver 112ml/hour) in order to infuse the entire amount without flushing the line. The devices also under infused during patient therapy secondary medication infusions, taking "double" the amount of time programmed to infuse. The secondary infusion was programmed to deliver a volume to be infused (vtbi) of 200 ml¿s to run for 10 minutes and it took 20 minutes. There was no known patient injury or medical intervention associated with this event.